Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing, loss of capture, and high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient didn't experience asystole. This crt-d and lv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 44 cm from the terminal pin. The suture footprint showed the suture sleeve was tied-down approximately 39.2-41.2 cm from terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. The reported oversensing, loss of capture and high impedance measurements are likely the result of the lead damage observed by the laboratory.